Manufacturer narrative:
Results of investigation: the printed circuit board assembly was returned to carefusions failure analysis laboratory. An investigation was performed and the reported issue could not be duplicated. No root cause could be identified.

Manufacturer narrative:
In the event that additional information is received a follow-up report will be submitted. (B)(4). Results of investigation: it was reported that a carefusion field service representative (fsr) evaluated the device onsite. The fsr replaced the oxygen supply pressure transducer printed circuit board (pcb), transducer cap, and performed an oxygen regulator differential balance.

Event description:
It was reported that during patient use the ventilator's fraction of inspired oxygen (fio2) was out of specification. The patient was switched to an alternate ventilator and there was no harm done.